Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the compliant of error code 41786 was confirmed during power up testing. Replaced the pwa board, usb grounding plate, pogo pin, spring contacts, pwa foam, cam flex sensor/bracket, keypad, overlay, and labels. Upon further inspection found the battery compartment and battery door springs loosing their coating, replaced the battery door. The uso seal contained bubbles out of specification. Replaced the uso seal. Replaced the dso seal as a preventative measure. Performed dso/uso sensor calibration. Performed pvt, unit pass all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported during testing that the unit is continuously beeping while trying to turn on. And it's the error code41786. There was no reported patient involvement and harm.